Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested, however; to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post- accelerated stress test 2-hour 15-minute 8500 ml simulated treatment was performed and completed with no problems or failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting, and disposition form. The mushroom head check previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.